Event description:
The customer stated the blood glucose device had been giving erratic results for 2 weeks. The customer stated was dosing medication based on the results. Customer received a result of "hi" and called the doctor and was advised to go to the hospital. At the hospital the customer was given insulin. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.